Manufacturer narrative:
D10: concomitant products: (B)(6), - 02-012-41-3030 - logic tibia traptray cem sz 3f/3t, (B)(6), - 204-32-12 - stem extension 120l x12 mm, (B)(6), - 204-34-12 - fluted stem extension 120l x 14 mm , (B)(6), - 204-63-08 - tibial augment block 1/2-sz 3 8mm, (B)(6), - 208-01-03 - cc femoral sz 3, (B)(6), - 208-09-07 - cc stem ext adaptor 7 degree, (B)(6), - 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6), - 201-78-81 - 3" trocar, mod. Hex 2pk. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 137 months after a right knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.